Event description:
It was reported that during a lap hemicolectomy the first and second piece of sr75 were used for transection, while third piece of sr75 was used for side to side anastomosis of the bowel and the fourth piece of sr75 was used to close the lumen. Surgeon noticed that there are 2 staple points that do not form "b" shape. There were no bleeding observed from the malformed staple points but surgeon was not happy and question why there was no fully form 'b' shape on all the stapler line. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 8/6/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch #804c74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with four (b-e) reloads present. The reloads b & c were received fully fired with scratches in the right side near of gripping surface, the swing tab in the locked position and the knife not completely within the doghouse. The reloads (d & e) were received fully fired with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. No malformed staples were noted at any time during the test. Additionally, photos were provided and they showed the condition of the reported event. The condition of the reloads with scratches is consistent to an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as no malformed staples were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 804c74, and no non-conformances were identified.